Event description:
A customer reported that the vacuum was not strong enough and seemed weak during surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer cancelled the service record call. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).